Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during a routine check, the cs300 intra-aortic balloon pump (iabp) was showing error low vacuum. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse determined that the compressor was defective. The fse replaced the compressor assembly (0102-00-0001). The iabp was returned to the customer and cleared for clinical use.

Event description:
N/a.